Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the pacing lead exhibited high impedance during testing of the lead. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.